Event description:
End user reported circumferential redness under the mass and scattered rash like redness under the white tape collar. She reports experiencing itching from the area and had some itching under her left axilla area over the last week.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user uses allkare adhesive remover and protective barrier wipes. She uses dermal wound cleanser to cleanse her peristomal skin. She just started using (B)(6) wipes approximately 1 week ago. She did have some itching under her left axilla area over the last week. She changes her wafer every 2-3 days. End user started using (B)(6) powder followed by allkare protective barrier on (B)(6) 2013. She tried using nystatin powder and zeasorb powder to the area with the same results. End user was advised to contact her hcp. Instructed on continue to crust with (B)(6) powder or antifungal powder and protective barrier wipes. Recommend cut to fit (B)(6) skin barrier without tape collar. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. No additional event/pt details have been provided to date. A return sample for eval is not expected. Should additional info become available, a f/u report will be submitted. Reported to FDA on (B)(4) 2013.